Event description:
It was reported that customer was vomiting and was hospitalized due to high blood glucose. Mother stated that customer's blood glucose was still high after manual injections. Troubleshooting was performed and the insulin pump passed the tests. Customer also had severe cold.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.